Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device heating up was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device would not secure/lock the cutter. It was also determined that the springs in the burr lock came out of position and were not pushing on the lock tabs to secure cutters. The assignable root cause was determined to be due to running the device without the cutter installed which is failure to follow the directions for use and user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the attachment device was heating up. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.